Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed, 3x18mm, de novo lesion located in the severely calcified, moderately tortuous mid lad (left anterior descending) artery with a 2.5x20mm maverick 2 balloon catheter. Vascular access was femoral. The physician experienced difficulty crossing the target lesion. Once the balloon catheter reached the lesion, the balloon ruptured on the first inflation at 8 atms after being inflated for 10 seconds. The device was removed intact. There were no shaft kinks noted on the device prior to use. The pre-dilation and procedure was completed successfully with another device. There were no reported pt complications. The pt status is listed as "good".